Manufacturer narrative:
Sub class: cells damaged/leaking. Sample received at site. The wrap returned has cell pack damage/leaking. Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. A brine hose connection to a brine nozzle most probably became loose. This caused brine to pool on the top of the brine nozzle plate and allowed brine to spill onto the bottom sheet. This prevented the top and bottom sheets from sealing and created the defect. Method is ruled out as the root cause. There was no finding centered on a process. Materials are ruled out as the root cause. Qc lab analysts verify the materials are within specification before releasing the material to production. All materials were released per specifications prior to the manufacturing of batch r15319. Therefore, materials are not considered a root cause to this event. Environment is not considered a root cause of this event because the brine dosing is not controlled by external conditions. Colleagues are trained with operating the heat pack maker; therefore, training was ruled out as a root cause. Corrective actions: there is no corrective action documented in the shift transition report, qw or work order. There is no evidence that this was a prolonged event. Preventive actions: there are no additional preventive actions identified for this event. Wrap attribute inspections are conducted, per the automated quality alarm every 10 minutes of up time, per spec-23451 and lab-19998, and recorded in qw. This check is designed to detect faulty conditions within the wraps. Batch r15319 remains in released status.

Event description:
Event verbatim [preferred term] it created a rash on her butt and the back of her upper legs [rash] , the seam broke loose on the bottom and the powder went into her underwear and pants [device leakage] , used thermacare lower back & hip for sherman's disease [device use issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number r15319, expiration date aug2019, from 2008 and ongoing at an unspecified dose for back pain and sherman's disease/scheuermann's spinal disease. There were no medical history and concomitant medications. On (B)(6) 2016 the seam broke loose on the bottom and the powder went into her underwear and pants. This happened around 5:00 am, and she had been wearing the product for a few hours. She was not able to get to the restroom until 2 to 3 hours later to clean up. When she went to the restroom to clean up the rash was on her butt and the back of her upper legs. She got cleaned up and got it off her skin as soon as she could. The rash was where the powder had to sit. She did not go to the doctor regarding this. She used destin and it took care of the rash. The rash was much better now and not even bothering her. It was now just some small bumps she could feel when washing. There was no redness. She had used this product for about 5 years and was going to continue using the product. It helped her back pain. Many days she would not be able to do her job without the heat helping her pain. She used the product every day that she worked. She worked 12 hours a day, 4 days a week. Product was appropriately packaged and sealed. None relevant test results. As of (B)(6) 2017, the patient stated she also used the shoulder one that she found out about 2 years ago. Both of these products make it where she had enough relief that she could manage through everyday and also work. There was no cure for her disease, so thank you for making life bearable. The patient also took other meds as needed, pain pills and back brace. She didn't like living on her pills. These reduce her pain to the point she could tolerate her pain. The action taken in response to the events for thermacare heatwrap was dose not changed. The patient treated herself with diaper rash cream and it worked. No doctor consulted. No treatment received for the other events except event rash. No admission to hospital involved. The outcome of the event rash and the seam broke loose on the bottom and the powder went into her underwear and pants was resolved. The outcome of the other event was not resolved. Upon follow-up, a physician reported that the patient did not provide information to him/her regarding the reported event with the use of the product. According to the product quality complaint group: sub class: cells damaged/leaking. Sample received at site. The wrap returned has cell pack damage/leaking. Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. A brine hose connection to a brine nozzle most probably became loose. This caused brine to pool on the top of the brine nozzle plate and allowed brine to spill onto the bottom sheet. This prevented the top and bottom sheets from sealing and created the defect. Method is ruled out as the root cause. There was no finding centered on a process. Materials are ruled out as the root cause. Qc lab analysts verify the materials are within specification before releasing the material to production. All materials were released per specifications prior to the manufacturing of batch r15319. Therefore, materials are not considered a root cause to this event. Environment is not considered a root cause of this event because the brine dosing is not controlled by external conditions. Colleagues are trained with operating the heat pack maker; therefore, training was ruled out as a root cause. Corrective actions: there is no corrective action documented in the shift transition report, qw or work order. There is no evidence that this was a prolonged event. Preventive actions: there are no additional preventive actions identified for this event. Wrap attribute inspections are conducted, per the automated quality alarm every 10 minutes of up time, per spec-23451 and lab-19998, and recorded in qw. This check is designed to detect faulty conditions within the wraps. Batch r15319 remains in released status. Follow-up (18jan2017): new information received from a contactable physician includes: the patient did not provide information to him/her regarding the reported event with the use of the product. Follow-up (14feb2017): new information received from a contactable consumer included: suspect product data (start date, indication), treatment received and updated events outcome. Follow-up attempts are completed. No further information is expected. Follow up (09mar2017): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (27dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the events "the seam broke loose on the bottom and the powder went into her underwear and pants" (device leakage), device use issue and rash were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "the seam broke loose on the bottom and the powder went into her underwear and pants" (device leakage), device use issue and rash were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.